Event description:
Hosp personnel were treating an arrest pt using the device. The pt received approximately 15 countershocks. Reportedly, the device would intermittently loose the trace on the crt. The reporter stated that the trace would reappear when power was cycled. The pt was not resuscitated. The reporter stated that the reported malfunction did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.

Manufacturer narrative:
The device was evaluated by MFR. Section h10: the device was evaluated by physio-control and the reported malfunction could not be confirmed or duplicated. As a preventative measure, the display circuit board will be replaced. The device will be returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.